Manufacturer narrative:
Customer did not provide sample information. Review of qc before the event shows csf controls l1 and l2 to be within 2sd within last month but trending below the mean. Bci field service engineer (fse) was dispatched for this event. Fse replaced sample mixer paddle and performed alignments.

Manufacturer narrative:
Upon further review the original report was submitted with a typo. In the original report, unintentionally checked for "congenital anomaly / birth defect". Should not have been checked for any outcomes because an adverse event did not occur. Has been corrected in this follow up report.

Event description:
A customer contacted beckman coulter inc. (Bci) to report two (2) erroneously low glu results generated by the unicel dxc 600 pro synchron chemistry analyzer, running in duplicate mode. Reruns on another instrument generated higher results. Unicel dxc 600 pro results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.